Event description:
Consumer called to report having her meter compared to a lab reading and getting different results. Analysis run on clark error grid using lab reading (70) as reference point vs. Bd readings (97) yielded data points in the d zone of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.